Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable would not stay connected to the hemopro 2 tool. The extension cable had to be held in place while using the hemopro 2 tool. The same device was used to complete the procedure. The hospital did not report any pt effects. While the hospital was unable to provide the exact event date, the event occurred during the week of (B)(6) 2013.

Manufacturer narrative:
The hemopro 2 extension cable was returned to the factory for evaluation. The device showed no signs of clinical usage or evidence of blood. A visual inspection determined no nonconformities with the device that may have contributed to the reported event. A functional test was performed on the hemopro 2 extension by connecting it to a reference hemopro 2 tool; the extension cable was securely connected and disconnected to the reference hemopro 2 tool multiple times without difficulty. Based upon the evaluation results, the reported complaint could not be confirmed. We requested the return of the hemopro 2 tool used with the cable during the event to further investigate the reported complaint; however, the hospital discarded the hemopro 2 tool. (B)(4).